Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency right side "chronic fatigue" and ¿generalized weakness¿, "swollen lymph nodes at clavicles, breast, behind ears", "myalgia", "chest burning around breast and armpits¿, ¿stabbing", "severe feet pain on bottom of feet" "random body pains, "extreme intermittent itching", "rashes", "started upper eyelids swelling", "anxiety", "depression", "tremors", "brain fog", "weight gain", ¿memory challenges" ",more-numerous doctors, no answers until I finally explanted due to recent finds of molds and toxins levels", and ¿increasing levels of mold and toxins in blood¿. The device has been explanted.